Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imagine (MRI) procedure. After the procedure, interrogation revealed that the right atrial lead exhibited a drop in p-wave amplitude. A capture threshold could not be obtained due to either high capture threshold or a complete heart block. It was also suspected that the issues were caused by the MRI heating myocardium tissue. The physician did not allege any malfunctions on the lead and did not confirm physiological issues. Programming changes were made. After a chest x-ray the patient experienced atrial fibrillation and high p-wave amplitudes. Later in a follow-up in clinic, the lead parameters were normal. The patient had no consequences.